Event description:
It was reported that the patient had troubles with past stimulators. Patient followed up by saying that this is their third stimulator and the first two are from st. Jude; when their last stimulator failed they were amazed at all the diagnostics that were able to be run. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).